Manufacturer narrative:
Device evaluation: analysis of the submitted system controller log files confirmed transient elevations in pump power and estimated flow; however, no device-related issues were identified during the evaluation of the returned pump, and a correlation to the reported event could not conclusively be established. The device was returned assembled with the driveline cut approximately 0.75 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. A sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of the device upon disassembly revealed a small, pink deposition loosely seated between the outlet stator bearing ball and one of the outlet stator blades. This deposition was not adhered to the device and lacked lamination. Furthermore, the absence of structure and lack of contact marks on the rotor bearing cup indicate that this deposition developed acutely and was not likely present while the device was supporting the patient. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 1 year and 7 months after implantation, the patient's lactate dehydrogenase (ldh) level increased and pump power consumption increased from time to time. The patient started to have heart failure symptoms on (B)(6) 2017. Pump thrombosis was suspected. A pump exchange was completed on (B)(6) 2017. The patient is doing well. No further information was provided.